Event description:
A user facility reported that an electromechanical ambulatory infusion pump underdelivered during a patient's chemotherapy treatment. The pt should have received 50cc over 4-days and only received 30cc. There was no injury associated with the event.